Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous, 80% stenosed lesion in the right coronary artery (rca). During advancement of a 2.5x38mm xience skypoint drug eluting stent system (dess), resistance was met due to the heavy calcification and the tortuosity of the vessel. The stent moved from its placement on the balloon but remained tightly crimped on the balloon. The dess was removed complete from the vessel. There was no adverse patient effect and no clinically significant delay in the procedure. A new xience skypoint was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.